Manufacturer narrative:
Pictures of damaged product indicate that the handle was impacted with something that could cause visible damage to the handle. The handle is not capable of handling this type of force. Impact force is not recommended nor does the IFU indicate that impact force should be used on this device. The device is meant to be hand driven into the bone. Pictures attach show the extent of the damage.

Event description:
Handle broke away from cannula. (B)(4) - product will not be returned. Emails from mermaid are attached. Pictures show evidence of handle being impacted.